Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Blood glucose was 170 mg/dl. Troubleshooting was performed. This was the second occurrence of replace battery alert or replace battery now without a low battery warning. Customer also reported that insulin pump had a power error detected alarm. But it was resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump error 25 due to connector resistance issue. Device received with normal operating currents. No replace battery alert, replace battery now alarm or power loss alarm noted.